Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during an oral surgical procedure, the bur broke at the cutting end. It was also reported that the breakage was a torsional fracture and may have occurred when the bur made contact with a hard object. The complainant is not aware of any delays or adverse consequences as a result of this event. It was further reported that the procedure was completed successfully. This report is for the second bur that broke during the procedure.

Manufacturer narrative:
Updated from catalogue number 0277010240 to unknown. The definitive root cause could not be determined as only a partial piece of the device was returned. The quality investigation is closed.

Event description:
It was reported that during an oral surgical procedure, the bur broke at the cutting end. It was also reported that the breakage was a torsional fracture and may have occurred when the bur made contact with a hard object. The complainant is not aware of any delays or adverse consequences as a result of this event. It was further reported that the procedure was completed successfully. This report is for the second bur that broke during the procedure.